Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that around 12:00 am on (B)(6) 2016 she obtained what she felt was an inaccurate high blood glucose reading of ¿143 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated she manages her diabetes with insulin (self-adjuster). In response to the alleged elevated result, the patient claimed she took 4 units of insulin (unknown type and dose). The patient informed the csr that 7 hours after the alleged issue occurred she woke up feeling ¿shaky, unable to speak and unable to get out of bed¿. There was no indication the patient received any medical treatment/intervention due to the alleged issue. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that had been stored correctly, were not expired or past their discard date. The csr noted the patient did not have control solution available to test the subject meter. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.